Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the conical elements had been pulled out of their original position. Due to previously received market feedback the failure of this phenomenon has already been identified and it has been noted that in connection with spirit, pangea screws may suffer from above described damage when handled in a certain manner. An internal corrective action has been opened to address this issue.

Event description:
It was reported that the rod could not be placed as the inner part was rotated. This is report 1 of 1 for complaint (B)(4).